Event description:
It was reported that bd insyte autoguard bl 22ga x 1.0in blood leaked past control plug. The following information was provided by the initial reporter: ¿ the bd insyte autogard cannulas did not stop the flow of blood when cannulating, it became quite bloody because we didn't expect the cannulas to be faulty. We had a faulty box and then ordered another box and it had the same problem. Megan came over to pick up those boxes in august but we haven't heard back from her. We unfortunately don't have the batch number so it may be difficult for you to track them down. We do like using the autoguard cannula because of the added benefit of not having the patient bleed while we cannulate them. Can you offer an alternative product or confirm if these are faulty?¿

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.